Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 32 mm in length it was reported that on a follow up CT scan a proximal type I endoleak was observed. The physician performed an intervention and implanted an endurant ii cuff resolving the endoleak. The physician commented that the patient initially had a narrow proximal diameter. Then, the device migrated distally resulting in an endoleak. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of the pre-implant sizing worksheet confirmed that the proximal neck diameter was 23mm at the renals, and 32mm lower (at the bottom of the neck) the diameter enlarged to 30mm. The right common iliac artery was 12mm in length (off label) and ranged from 14 ¿ 12mm in diameter. The left common iliac artery was 10mm in length (off label) and ranged from 12 ¿ 13mm in diameter. Review of cta¿s from 2 years post-implant revealed that endurant bifurcate was positioned approximately 5mm below the lowest left renal artery. The proximal stent graft od measured 26mm, and 1cm lower measured 31mm. The diameter across the apices of the suprarenal stents measured 18mm; the left-lateral apex did not appear completely opposed to the aortic wall near the level of the left renal. The infrarenal neck and aortic body were angulated 65deg maximum to the iliac limbs; and the suprarenal neck was acutely angulated 35deg just above the suprarenal stents. The max diameter aaa measured 6.5cm and a likely proximal type I endoleak was observed. The bifurcate ipsi limb was positioned within the right common iliac artery, and the contra limb crossed over the ipsi limb and was positioned within the left common iliac. Minimal sealing length was seen bilaterally due to the short common iliac arteries; however, no distal type ib endoleak was observed. Both limbs were patent, and no stent graft kinks or compression was seen; however some thrombus was observed within the right/ipsi limb. The cause of the migration likely leading to the proximal type I endoleak could not be determined. Earlier post-implant films were not available for review and the position of the bifurcate and aortic morphology at implant at implant is unknown. It is possible that device oversizing and implanting within a conical neck may have contributed. The cause of the observed thrombus seen within the right limb could not be determined. Films during the intervention to resolve the endoleak were not provided.

Manufacturer narrative:
(B)(4). Conclusion:bilateral distal seal lengths less than 15mm.